Manufacturer narrative:
The device was returned for evaluation. After evaluation, and based on the information provided, it was determined that the root cause was user error. Excessive force was being applied to the handle, as well as twisting of the handle during use. This is warned against in the IFU as well as during training of how to use the product. This should be considered the final report. If additional relevant information is identified, it will be submitted in a supplemental report.

Event description:
Complainant alleges "the locking mechanism broke on the sharp kerrison. The surgeon was squeezing the handle and the piece came off of the device. The missing piece was located on the instrument table. No harm to the paitent or significant delay in the procedure."

Manufacturer narrative:
This report is to correct the part number information. The reporter originally stated that part 53-1675rc had the malfunction, however after receiving the samples it was realized that the part was actually 53-1674rc. They differ only in length. All relevant information regarding part 53-1674rc has been added. If any additional relevant information is identified, it will be submitted in a supplemental report.